Event description:
A report was received that the patient was explanted due to an infection. The patient's symptoms were low grade fever and build up of fluid at the midline incision site. The physician doesn't believe the infection was related to the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#: (B)(4) description:enh st ld kit, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection. The patient's symptoms were low grade fever and build up of fluid at the midline incision site. The physician doesn't believe the infection was related to the device.

Manufacturer narrative:
A review of the manufacturing documentation of explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.